Event description:
The hospital reported that the acrobat-I stabilizer would not tighten. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Manufacturer narrative:
The complaint device was not returned to maquet cardiac surgery for investigation; therefore it could not be evaluated. To verify that the product continues to meet our performance requirements, a retain sample from the same lot was fully tested and was found to be in conformance with all product spec. Because we cannot evaluated the complaint product, we are unable to confirm the reported complaint. However, the testing confirms that the product lot meets all applicable requirements.

Manufacturer narrative:
The device was returned to the factory for evaluation. No signs of clinical use and no evidence of blood were observed. A visual inspection was performed. There were no observable defects. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. Based upon these findings, the reported complaint was unable to be confirmed. We were unable to replicate the reported failure.